Event description:
It was reported that during the trial phase of the therapy, the lead component had high impedances (>10,000 ohms), which resolved with reprogramming on (B)(6) 2012. It was also reported that the lead migrated which resulted in the lead being cut (per x-ray) when the incision was re-opened for implant of the permanent implantable neurostimulator (ins) system on (B)(6) 2012. The lead was then replaced. There were no patient symptoms associated with this event. The patient outcome on (B)(6) 2012 was reported as recovered without sequelae.

Event description:
No additional information was received pertaining to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3487a-56, lot# v763709, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the event occurred during the patient¿s trialing period.